Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device exhibited a decrease in impedance and episodes of undersensing and noise due to electromagnetic interference (emi). Provocative testing was performed, but no further intervention has been performed. The patient was stable and will continue to be monitored.